Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a device failure was due to a trigger blocked. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The service and repair review reported: the customer called in a service request for this item on 05.06.2014 for: trigger blocked. During the previous 6 months, the item was not returned but on: november 29, 2013 it was repaired due to trigger / slider blocked, jammed. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could be confirmed. The service history review shows that the previous service condition from (B)(4) 2013 is relevant to the current complaint issue. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: trigger / slider blocked, jammed. Additional srr failure info: "we dismantled and cleaned the trigger. The probable root cause of the event was determined to be normal wear. The device was repaired and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.